Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump displayed error code 351.6660 during an infusion of bumex. There was patient involvement but the information on patient impact is unknown.

Event description:
It was reported that the pump displayed error code 351.6660 during an infusion of bumex. There was patient involvement but no harm.

Manufacturer narrative:
Correction: annex e : e2401, annex f : f24, annex a : a0721. Additional information: annex e : e2403, annex f : f26, annex c : c07.

Event description:
It was reported that the pump displayed error code 351.6660 during an infusion of bumex. There was patient involvement but no harm.

Manufacturer narrative:
Correction : date of event, describe event or problem, medical device operator, concomitant med prod data. Annex b : b17. Annex c : c20. Additional information : age at time of event, age unit, sex, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, annex a : a040507, a0721, a1801, a0404, a0401, a090202 . Annex g : g04061, g02005, g04037, g0405206, g02017, g05005 . Annex b : b01, b14. Annex c : c070606, c0201, c0703, c17 . Annex d : d02, d07. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Annex a : a0404 annex g : g0405206, g02005 additional information: annex a : a0509, a040601 annex g : g04070 annex c : c23 annex d : d11 investigation summary: the customer¿s reported event of the syringe module displaying a 351.6660 is being attributed to worn threading observed on the split nut. ¿ review of the logs confirmed that on 30 april 2022, the infusion stopped and displayed a ¿syringe calibration required¿ message. ¿ this event coincided with the recorded 351.6660 error code, which indicated a plunger position failure. ¿ a close inspection of the split nut revealed that the threading on each piece was worn; this condition can lead to the driveshaft slipping from the leadscrew, resulting in a plunger position failure. ¿ this issue can be associated with the gripper control not being fully opened when raising the drive head. ¿ the alaris system directions for use recommends when raising the drive head to ensure that the gripper control is twisted clockwise and held in position prior to raising the drive head. These actions can prevent damage to the split nuts ¿ laboratory testing was unable to replicate the 351.6660 error; the device was found to be functioning as intended. ¿ the device was being used for treatment. Root cause: the probable root cause of the reported 351.6660 error code (syringe calibration required) is being attributed to worn threading observed on the split nut. Note that this report lists imdrf annex a1801, a0509, a040601, a0401, a090202, g04037, g04070, g02017, g05005, c0703, c07,c07, c23, c0201, d02, d07, d11 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump displayed error code 351.6660 during an infusion of bumex. There was patient involvement but no harm.